Event description:
It was reported that an infection occurred. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, all conductors are stretched, all insulation was torn, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched. (B)(4) the lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.